Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00178. It was reported one of the patient¿s drg leads had migrated. Reportedly the patient experienced a fall. Surgical intervention was undertaken on (B)(6) 2017. During the procedure the physician attempted to reposition the lead but then decided to explant the lead and leave the patient with only one. It was undetermined which of the patient's leads migrated. Therefore, all possible devices are being reported.